Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the gray tip impactor cracked when applying the trunnion to glenosphere. There was no patient harm or delay. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. The reported event was able to be confirmed via provided picture. Visual examination of the picture identified the pad is cracked. Fracture analysis co8uld not be performed on pad since it is only cracked. A review of the device history records could not be performed as part and lot identification were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.